Event description:
It was reported that the lead impedance gradually dropped in bipolar (from approximately 500 ohms to 300 ohms). Therefore, the lead was programmed unipolar pace/sense. It was further reported that following the lead programming there was periodic muscle stimulation in unipolar. Therefore, the lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.